Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07555. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. It was noted the patient had a baseline pericardial effusion pre-procedure. A 24mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system. The closure device was deployed, but required a full recapture. When the full recapture was performed, they noticed the patient's blood pressure dropped. They checked the effusion and noted that it may have increased; however, the patient was fine and the decrease in blood pressure quickly resolved. The closure device was implanted. A repeat transthoracic echocardiogram was performed which showed the effusion was possibly smaller. No intervention was required. There were no further patient complications and the patient's condition was fine.